Event description:
A report was received that the patient was scheduled for a pocket revision to move the ipg from the buttocks to the left abdomen. During the surgery, the ipg was explanted and replaced due to difficulty charging.

Manufacturer narrative:
Patient ID is unknown. Patient's age and date of birth is unknown. Patient's sex is unknown. Patient's weight is unknown. Additional suspect device components involved in the event: model: sc-3135-35. Description: lead extension, 35 cm (phase iii). The ipg passed electrical, performance, visual and phototrophic image inspection tests performed. The ipg exhibited normal device characteristics. The lead extension sc-3138-35 failed the electrical tests. The complaint was high impedance was confirmed. Visual inspection discovered broken cable wires at the faulty contacts. X-ray examination confirmed the findings. The broken cable wires have insufficient cable length, which resulted in absence of slack. This condition lead to the extreme tension force resulting in the broken cable wires and high impedance. The other lead extension sc-3138-35 exhibited normal device characteristics. This is the final report.